Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k163018. Device evaluation the zilbs-635-10-8 device of lot number unknown involved in this complaint could not be completed was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study MDR-2052 (pat ID (B)(6)) hepatobiliary: cholangitis - patient death reported. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data historical data was not reviewed as the lot number is unknown. Instructions for use and/or label as per the instructions for use, ifu0065, which accompanies this device informs the user that potential adverse events that are ¿¿ associated with ercp include, but are not limited to allergic reaction to contrast or medication, aspiration , cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, haemorrhage, hypotension, infection, liver abcess, pancreatitis, perforation, respiratory depression or arrest and sepsis. Additional adverse events that can occur in conjunction with biliary stent placement include but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, nausea, obstruction of the pancreatic duct, pain, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumor ingrowth or excessive hyperplastic tissue ingrowth, tumor overgrowth and vomiting. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to known procedural adverse events associated with the use of zilver biliary stents during an ercp procedure. As per the IFU, both death (other than due to normal disease progression) and cholangitis are known potential adverse events associated with an ercp procedure. The patient death reported in the study was deemed to be likely related to the stent placement procedure rather than stent itself. The device did not directly cause or contribute to the patient death. It would have been a cascading event secondary to the patients pre existing condition of bile duct cancer and procedural complications along with the cholangitis. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony summary of investigation according to the study 2 stents were used in this case of hepatobiliary: cholangitis - patient death reported. Confirmed quantity of 2 device, confirmed used. The patient experienced hepatobiliary: cholangitis 01 day post procedure and no treatment was required. The patient death, 03 days post procedure was attributed to the pre existing condition of cancer and co morbidity was diagnosed after the procedure. Per medical affairs input patient death was likely related to the stent placement procedure rather than stent itself. Investigation findings conclude a definitive root cause could not be determined however a possible root cause can be attributed to known potential complications. The instructions for use lists cholangitis as a potential adverse event. As per clinical input patient death was likely related to the stent placement procedure rather than stent itself. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via observational post market study complaint form "(dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions ((q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency))) hepatobiliary: cholangitis, relationship: device; casual relationship, not documented, procedure; casual relationship, not documented, pre-existing: yes, cholangiocarcinoma cancer, deficiency; no. Note: 1 day post-procedure: hepatobiliary: cholangitis: no treatment. Note: ae1. Patient outcome: (dm pull data provided from ae & other events log ((question 1 event status), (question 4 event treatment), (question 6 lead to death))) status: not documented, treatment; no treatment, death: yes. Patient death (B)(6) 2019: pre-existing condition prior to procedure: co-morbidity diagnosed after procedure. Per medical affairs input patient death was likely related to the stent placement procedure rather than stent itself. Patient/event info - notes: no manufacture additional questions to be asked as this is a pmcf study complaint.